Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen®45 gts was noted to be fractured during a post-op visit but it could broke during implant surgery when physician attempted to move the xen toward the subconj space in the right eye. There was no eye injury and the device remains implanted at this time. The device will be explanted and replaced.

Event description:
Healthcare professional reported xen®45 gts was noted to be fractured during a post-op visit but it could broke during implant surgery when physician attempted to move the xen toward the subconj space in the right eye. There was no eye injury and the device remains implanted at this time. The device will be explanted and replaced.